Event description:
It was reported that the ilet device screen cracked while the user was wearing it to become familiar with the system, and the device was not being used for therapy. Symptoms included no adverse health effects. Outcomes included no clinical impact and no medical intervention. Investigation included device replacement logistics and return for evaluation. Investigation of this case revealed physical damage to the display consistent with accidental user-induced breakage. It was concluded that the device sustained a damaged screen and that the event did not impact therapy or user safety.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.